Event description:
It was reported during an lar procedure that some staples were not formed in proper "b" shape. Surgeon hand sewed to finish anastomosis. Donuts were incompleted. There was no adverse pt consequence.